Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ 3 25 10pm pdt rss-azmcbaic-sql db exceeded purge not completing (e). Case: (B)(4) ¿ hop-8 31 9:30pm pst - datasync azmcbaic-sql db exceeded threshold(e). A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device encountered a fatal error once any action was taken. A field service engineer was able to run clean on drive to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es device allowed inventory counts but triggered a fatal error with any action, such as discrepancies or medication pulls. No activity was recorded, and users were logged off after the error. The issue occurred with all medications. There were no adverse events or injuries reported based on this incident.